Manufacturer narrative:
(B)(4)

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: unformed and partially formed staples were noticed at the distal end of the staple line. Upon inspection of the reload, the surgeon noticed that reload fired only 3/4 of way and a "bar" was in the I beam channel which likely caused it not to fire completely. This was the 4th firing on the stomach and the tissue was not thick. No reinforcement material was used in conjunction with the stapling device.